Event description:
A few days following uneventful treatment of a left middle cerebral artery (mca) aneurysm, the patient suffered two transient ischemic attacks (tia) with persisting bell's palsy, due to clot bound on the neck of the treated aneurysm. The patient was treated with aspegic 250mg and plagix 75mg. Six months post procedure, MRI showed brain injuries in the embolized area. A detailed assessment was done and no root cause was found. The patient received a combination of antibiotics which resulted in some improvement. Antibiotics were stopped in (B)(6) 2010. Follow-up conducted in (B)(6) 2010 showed the lesions were still present but appeared stable.

Manufacturer narrative:
Additional information was requested from the user facility. From the responses received, the physician did not face any issues with the guidewire during the procedure.

Manufacturer narrative:
Conclusion: anticipated procedural complication. The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. The device was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Transient ischemic attack (tia), thrombosis and other associated complications are known and anticipated potiential outcomes to these types of procedures and is listed as such in the directions for use. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
A few days following uneventful treatment of a left middle cerebral artery (mca) aneurysm, the patient suffered two transient ischemic attacks (tia) with persisting bell's palsy, due to clot bound on the neck of the treated aneurysm. The patient was treated with aspegic 250mg and plagix 75mg. Six months post procedure, MRI showed brain injuries in the embolized area. A detailed assessment was done and no root cause was found.the patient received a combination of antibiotics which resulted in some improvement. Antibiotics were stopped in (B)(6) 2010. Follow-up conducted in (B)(6) 2010 showed the lesions were still present but appeared stable.